Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual examination of the balloon observed that it was not folded which indicates that the balloon was subjected to positive pressure. Also,blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied liquid was observed to be leaking from a balloon pinhole located approximately at the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades and all blades were present and fully bonded to the balloon surface. The shaft was kinked at approximately 510mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome cutting balloon was used in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured and was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.